Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2011. According to the complainant, during the egd procedure, two biopsies were successfully retrieved from a duodenal bulb using the forceps device. However, on (B)(6) 2011, three days post procedure, the patient was admitted to the hospital for bleeding identified at the biopsy site. Reportedly, the physician performed a tunnel biopsy and (according to the lab manager) may have biopsied a blood vessel. Two resolution clips were placed within the duodenal bulb to stop the bleed. Additionally, the patient underwent a blood transfusion and remained hospitalized for observation. After an observation period of 24 hours, the patient was released from the hospital.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).